Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h set, the patient experienced a blood pressure drop. The event occurred 30 minutes into treatment. The cause of the blood pressure drop was unknown. Replacement volume was set to 36l, blood flow to 240 ml/min and uf volume to 2.8l. It was reported this was the first time the polyflux set was used for the patient. The same parameter (prescription) as previous treatments (with other dialyzer) was used for this treatment. It was reported the blood pressure was 193mmhg before treatment and dropped to 89mmhg 30 minutes after starting treatment. There was no medical intervention associated with the event and therapy was continued with the same dialyzer. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.